Manufacturer narrative:
Additional information g3, g6, h2, h3, h6 the reported event was confirmed. Review of the provided fsr found the reported issue was resolved by replacing the battery. The device history record was completed by a representative from mindray. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received and the investigation performed, the cause of the reported event was isolated to the battery.

Event description:
During device preparation when powering up the viewmate ultrasound device, a sparking sound was heard and sparking was visible. The device would not power on. No patient was involved.